Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, this pt underwent treatment of an abdominal aortic aneurysm. It was reported that when the physician pulled the transparent knob from the catheter handle to deploy the ipsilateral leg of a gore excluder aaa endoprosthesis featuring c3 delivery system, the deployment string was cut. The delivery catheter was removed and final angiography was performed, which showed that the device was very narrow about 1-2 cm above the ipsilateral limb. The physician used three different balloons in an attempt to open the narrow portion of the device; however, this was unsuccessful. Additional angiography above the renal arteries showed that ipsilateral limb was patent, but very narrow, so the physician elected to perform a femoral-femoral bypass with aorto-uni-iliac to prevent occlusion of the limb. The pt tolerated the procedure.